Event description:
It was reported that noisy signals were observed on the right ventricular (rv) and right atrial (ra) lead channels of this pacemaker system. The health care professional (hcp) called technical services (ts) and requested further review of the stored atrial tachy response (atr) episode due to the noisy signals on the ra lead appeared to be oversensed. Upon further review, ts determined that the ra lead noise was oversensed and appeared to possibly be due to either electromagnetic interference (emi) or myopotential in nature. Ts also noted that the rv lead noise was not oversensed. Ts recommended to the hcp for the patient to be brought in for further evaluation. At this time, the pacemaker, ra and rv leads remain in service. No adverse patient effects were reported.